Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present on the pusher assembly approximately 3.5, 63.0, 110.0, 121.0 and 176.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, resistance was experienced while attempting to advance the smart coil through its introducer sheath; therefore, the introducer sheath was removed distally, and the smart coil was re-sheathed properly. The smart coil was then able to advance through its introducer sheath without an issue. Further evaluation revealed pusher assembly kinks. Based on the return condition, these kinks were likely incidental to the reported complaint and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 03/05/2020: 1. Section a. Box 1. Patient identifier. 2. Section a. Box 3. Sex .

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter (sl-10). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.